Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was not determined that the station screen was frozen. A technical support specialist checked the station but did not find anything wrong with it and was not able to reach the user at the off-site facility.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen was frozen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.